Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient went to charge the ins last week and was feeling a burning sensation. The patient said they read this can happen if not fully healed so they gave it a few more days then tried again. The patient said they stopped feeling it and thought they had charged the ins. The patient was trying to connect with the ins using the communicator. The patient was using the wrong app, but after opening the correct app and repositioning the communicator the patient was still not able to connect with the ins. Patient services asked the patient to try to connect using the recharger. The recharger was not connecting to the handset. After resetting the recharger the handset connected to the recharger. The patient was able to start a charging session. The ins battery was 10% and stim was off. Patient services reviewed after the patient charges the ins they will be able to connect using the micro my therapy app and turn stim back on.